Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and a second proglide was attempted but with the same results. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Device #2: part #12673-05, lot #84024-6h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet being received.